Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use, (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Serial# (B)(4). Catalog# pcb0000220. Expiration date - 10/30/2018. Device manufacture date - 10/30/2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #:unknown as serial number was not provided. Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. Serial number: unknown/not provided. Expiration date: unknown as serial number was not provided. (B)(6). Device manufacture date: unknown as serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during injection of a pcb00 intraocular lens (iol) into bag,trailing haptic was noted behind optic but later unfolded to correct position. Iol centered well. When healon was removed by irrigation/aspiration, the lens displaced into vitreous with inferior posterior capsule tear. Reportedly, the lens caused an otherwise intact capsular bag to rupture. A vitrectomy was performed. Post-op corneal edema was noted which is expected to settle down well. The iol was removed and replaced with a suclus iol. No further information was provided.